Manufacturer narrative:
(B)(4). Software= 2.9d. Device received has a cracked reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Device also received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Finally the s/n label located between the belt clip rails has rubbed off and become illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hypoglycemia as a result of this event.